Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced respiratory problems, infection, sepsis, and subsequently passed away due to these events. On an unreported date, the pt experienced an unspecified infection. Subsequently the pt developed sepsis. The cause of the infection and sepsis was not reported. Treatment was not reported. It was reported that the nurse did not specify peritonitis but this was not definitive. Approximately one month prior to death, the pt was hospitalized for another indication. During the hospitalization, the pt received capd (continuous ambulatory pd) which was ongoing until the time of death. It was reported that the pt¿s last pd dwell time was prolonged and heparin was added (concentration and dose not reported). Subsequently the pt passed away during the hospitalization. It was unknown if an autopsy was performed. It was unknown if a death certificate was available. Additional information was requested but is not available.